Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the intensive care unit coronary department the md began the procedure via the patient's right femoral artery. When the md was going to remove the dilator from the patient, "the hemostasis sheath released." The md held the hemostasis sheath to avoid the blood flow to pass through the sheath. The sheath was removed from the patient via surgery. Another kit was opened and placed without issue via the left femoral. There was no reported patient death. Medical / surgical intervention was required to remove the sheath. There was a reported delay / interruption in intra-aortic balloon pump (iabp) therapy. There were reported complications for example, using the opposite femoral artery for the second insertion as well as surgery to remove the first sheath. The patient outcome is fine.

Manufacturer narrative:
(B)(4).device evaluation: returned for evaluation was a teflon sheath with sidearm and dilator. The iab used with the sheath was not returned for evaluation. Blood was noted on the exterior of the sheath body and sheath hub upon return. The proximal end of the teflon sheath was returned detached from the teflon sheath hub. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release.conclusion: the reported complaint of the sheath separation is confirmed by visual inspection of the device. The proximal end of the sheath was returned separated from the sheath hub. The root cause of the separation is process related. (B)(4) was previously initiated to investigate the issue. (B)(4) has also been initiated to investigate the issue. This complaint type will be continued to be monitored for any developing trends.

Event description:
It was reported that while in the intensive care unit coronary department the md began the procedure via the patient's right femoral artery. When the md was going to remove the dilator from the patient, "the hemostasis sheath released." The md held the hemostasis sheath to avoid the blood flow to pass through the sheath. The sheath was removed from the patient via surgery. Another kit was opened and placed without issue via the left femoral. There was no reported patient death. Medical / surgical intervention was required to remove the sheath. There was a reported delay / interruption in intra-aortic balloon pump (iabp) therapy. There were reported complications for example, using the opposite femoral artery for the second insertion as well as surgery to remove the first sheath. The patient outcome is fine.